Event description:
A nurse reported that the footswitch would not operate the infusion during a surgical procedure. The procedure was aborted and the patient will need to return for the completion of the surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).